Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), after alleging a message of treat low results appeared on the meter. This complaint is being ruled-out because the user found the deficiency of the device prior to its use. The user did not suffer any injury and did not seek any medical attention due to the reported issue.